Event description:
It was reported that during the implant procedure after the physician advanced and then repositioned the lead, the patient experienced chest pain and shortness of breath. Later diagnostics showed that there was a ventricular perforation which the physician decided to treat medically. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).